Manufacturer narrative:
(B)(4). Information not provided during initial contact. Second device: batch #t91l70: lot# t4xm68. Evaluation summary: the analysis results found that both of the devices were returned with the blade cracked. Due to the damage to the blade, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the unknown procedure, both devices failed during the case. It is unknown how the case was completed. There was no patient consequence.